Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The analysis of the pump has not been completed. When the evaluation is completed, the results of the evaluation and any changes to those results might make to this report will be provided (B)(4).

Event description:
There is no low battery "bip" warning.